Event description:
Analysis of the returned subject guidewire device revealed that the distal tip of the guidewire was broken during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found that the subject guidewire device was noted to be kinked/bent from the proximal end and the guidewire distal tip was returned broken/fractured and stretched. Additionally, the core wire was noted to be exposed and broken/fractured at the proximal fracture site. A functional testing could not be performed due to the condition of the returned device. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when an attempt was made to insert the subject guidewire into the distal vessel in the second pass, no torque transmission could be seen under fluoroscopy and the vessel could not be selected. After removing the guidewire and checking it outside the patient's anatomy, the tip was found to be stretched. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, flush was given inside the microcatheter (trak 21) when the guidewire was inserted, the tortuosity of the patient's anatomy was very meandering, the guidewire tip was shaped 45 degrees, and the introducer was used when inserting the guidewire. During analysis, the guidewire was noted to be kinked/bent from the proximal end. The guidewire distal nitinol hypotube was broken/fractured from the proximal end. At the proximal fracture site, the core wire was exposed and was also broken/fractured. The platinum coil was noted to be stretched. Based upon visual inspection and the information provided, it is probable that the guidewire encountered some tension or torsion forces during use that caused the device to kink along its length and fracture at its distal tip. This would have resulted in the issue with torque transmission observed during the procedure. An assignable cause of procedural factors will be assigned to the as reported 'guidewire torque problem', the as reported and as analyzed 'guidewire distal tip stretched', and the as analyzed ' guidewire kinked/bent' and ' guidewire distal tip broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.